Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162, with lot cvbbvp, conformed to the specifications when released to stock on the 9th february 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a (B)(6) patient via vp-shunt on (B)(6) 2016 (doi and the initial setting were unk). However, after 3 months from the implant surgery, an underdrainage was noted and the surgeon suspected a shunt blockage. The valve¿s setting was changed down to 40mmh2o, but still the underdrainage was not improved. The valve was removed from the patient's body on (B)(6) 2017 (the final setting was 40mmh2o), and an alternative valve (82-3162) was revised (the initial setting was 120mmh2o). The patient¿s current condition is under monitoring. The surgeon suspected that debris or blood might block the valve system.